Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The allegation of a mixed up am/pm was unable to be verified due to overwritten data. There was no evidence of a mixed up am/pm in the current black box. The available total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. No delivery interruptions or alarms occurred during 24 hour testing. The complaint was unable to be duplicated due to the pump information from the date of the complaint being overwritten. Unrelated to the original complaint, the battery compartment was cracked above, and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose of 49 mg/dl with confusion associated with the time being incorrect in the pump. Reportedly, the patient remained on the insulin pump and was treated by emergency medical services with glucose tablets/glucose gel. During troubleshooting, it was determined that am/pm was incorrect in the pump. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of use error.